Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient complained of nausea, vomiting and abdominal pain for 2 days and went to the emergency room. The adverse events occurred within 4 days post capsule procedure, preceded by bowel prep. The patient had 2 days extend hospitalization. A computed tomography (CT) abdomen revealed capsule was in the large bowel and no evidence of small bowel obstruction. The capsule sited on CT 4 days post index procedure and not considered a capsule retention. Exacerbation of crohn's disease, however possible relatedness to capsule only due to capsule was seen in the large bowel, but the patient passed the capsule naturally. No repeat procedure was needed.